Event description:
On (B)(6) 2014 surgery performed on left wrist with acumed lax "susanna" (B)(4), the screw (1 of 6 placed) moved causing the tendon to rupture to the left thumb which will require a second surgery to remove plate/screws to prevent recurring damage to replacement tendon or others in the left hand, believe either screw failed to "lock" in place or shifted after surgery. Defect with product.